Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-mar-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8934d small joint bio-composite suturetak 2.4 mm step drill broke. This was discovered during an ankle brostrom procedure with no patient harm. The broken fragment was retrieved from the patient, and the case was completed with another drill bit.